Manufacturer narrative:
One polymer angled I/a tip was returned for evaluation for the report of burr inside the tip that resulted in a capsule tear. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection was performed and deemed conforming. A small amount of dried surgical material was present along the bottom left side of the port hole, which has the appearance of burr. The material was removed and no burr was present within the aspiration hole. The complaint evaluation does not confirm the polymer ia tip has nonconforming burr in the aspiration port and was the reason for the capsule tear. The tip was manufactured to specification. The reason for the capsule tear cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an irrigation / aspiration tip presented with a burr during a procedure. The patient experienced a posterior capsular rupture. Additional information has been requested but none has been received.